Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5cm abdominal aortic aneurysm approximately two months ago. Access vessels were narrow. There was a lesion in the left common iliac artery. A bifurcated sent graft was not implanted. The grafts were implanted via the left common iliac artery proximal to the lowest renal artery. It was reported that approximately three weeks ago the patient presented with lower extremity numbness and underwent a thrombectomy procedure to remove thrombus from the stent graft followed by a fem-fem bypass procedure. The exact location and cause of the thrombus are unknown. No additional clinical sequelae were reported. Films pre-implant show that the neck was 21mm at the renals, there was a 5cm aaa with thrombus (3cm flow lumen). The distal aorta diameter is very small (10mm in diameter) with calcification, and the left iliac is small (approximately 7mm in diameter) and calcified. Post-implant were not available, the cause of the thrombus could not be determined. However, it is likely that the patient's challenging anatomy may have contributed.

Manufacturer narrative:
(B)(4). Evaluation, method: (films). Evaluation, results: inherent risk of procedure (occlusion), patient's condition affected effectiveness of device (small, calcified distal aorta and iliac artery), incorrect technique/procedure (procedure was performed without the use of a bifurcated stent graft). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (small, calcified distal aorta and iliac artery), operational context contributed to event (procedure was performed without the use of a bifurcated stent graft).